Manufacturer narrative:
The event was reported to have occurred on an unknown day in (B)(6) 2020. The customer reported this event to the FDA through medwatch (B)(4). A biomedical technician reported that the issue was related to a "bad power cord and battery". The battery cell and power cord were replaced and the pump successfully passed all testing. The pump was returned to clinical service. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient sedation infusion (post- surgery), the spectrum pump powered off during the infusion (dose, programmed amount and delivery rate not reported), specified as ¿failed while infusing¿. It was reported the patient awoke ¿suddenly¿ and experienced an elevation in blood pressure (no further details). The patient received an unspecified ¿additional blood pressure control¿ medication for the event. It was reported the patient was recovered from the event and was discharged home. No additional information is available.